Event description:
It was reported that during the implant procedure, the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate hv therapy. The oversensing was noted on a stored egm. Programming changes were recommended to decrease the ventricular sensitivity. The device remains implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.